Event description:
A wife called on behalf of her husband and reported that his freestyle flash meter while used with unspecified freestyle test strips gave low readings. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is unknown. However, the freestyle system may be associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: the device manufacturer date for the reported test strip lot number is unknown. All pertinent information available to abbott diabetes care has been submitted.